Manufacturer narrative:
The device has not been returned. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the evis exera iii video system center did not display an image when using scopes requiring a exera ii videoscope cable. There was no patient harm or impact to patient care due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. The following sections were updated: b5, g3, g6, h2, h6, and h10. The device has not yet been returned and the investigation is ongoing. Once additional / applicable information is identified, a supplemental report will be initiated.

Event description:
Olympus received an email from the customer on (B)(6) 2021 with additional information.the customer did not specify whether this event occurred before or during a procedure. The customer further stated that scopes malfunctioning during a procedure cause a delay in the procedure, and that procedures with a scope malfunction are completed with another scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation and additional information from the customer. The customer reported that the scopes have been periodically working and then not working since the middle of (B)(6) 2021. Most often the no image is found prior to being used, but sometimes they malfunction during the procedure itself. The patient was under sedation as practice for all our scopes. The customer stated scopes have been periodically working since the middle of (B)(6) 2021. Most often no image is found prior to use, but sometimes it is discovered during the procedure. The procedures were completed with another scope. Delays during the procedure occur due to malfunctions. The facility has not been able to do any ercp's at all, which has negatively impacted our patient care. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the legal manufacturer reported that from the evaluation data, it has been confirmed that the images from the time of scope use, which requires maj-1430, are not reflected, and that phenomena occur during pre-inspection and procedure. This phenomena may have been caused by a connection failure due to a broken maj-1430 or a broken connector. Disconnection of maj-1430 or damage to the connectors may have been caused by external force being applied during handling. The legal manufacturer has confirmed that the product was shipped in accordance with the specifications. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.